Event description:
It was reported that the patient¿s pain stimulators got infections on the side, so they would take it out on that side and put in another and it would do the same thing. The patient stated this happened about five times they that they moved the device around her body. It was noted at the same time they put the morphine drug pump in they put another nerve stimulator in (the last one that was implanted in 2007). They took out all of the pain stimulator devices about two weeks later. The patient was concerned about her new stent graft given the trouble she had in the past with the pain devices. She had a cat scan on it the day prior to the report and was awaiting results. Refer to manufacturing report #3007566237-2015-02135. Refer to manufacturing report#6000032-2015-00138. Refer to manufacturing report# 6000032-2015-00139.

Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 355029, lot# n104783, implanted: (B)(6) 2007, product type: accessory. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3487a-33, lot# j0349468v, implanted: (B)(6) 2004, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3487a, lot# l60995, implanted: (B)(6) 1999, product type: lead. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. (B)(4).